Manufacturer narrative:
D9 - date returned to mfg: 10/16/2025. H3: one used sample was received for analysis. Visual inspection was carried out; no damage or anomalies were observed. In attempts to replicate clinical use a syringe was used to push 50ml of red dye into the cassette. No leakage was observed. The complaint of leakage could not be confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after filling the 50 ml cassette with the required solution, a leak was observed inside the hard case. There was no patient involvement, and no injuries were reported.